Event description:
It was reported that a patient reused single-use supplies during fill of peritoneal dialysis therapy. During therapy, it was described that all the solution bags were empty except for the final bag. The patient decided to disconnect the final bag and connect it to the heater bag. It was not reported if the proper procedures were reviewed; however the technical service representative explained that the supplies had been compromised. The patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reconnected bags that they had intentionally disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.